Manufacturer narrative:
On (B)(6) 2020, a manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2020, device evaluation was completed. Device evaluation summary: during evaluation of the sample, it was observed to be ruptured. It was received incomplete. Also a crease was observed within the edge of the damage. No other anomalies were discovered. A crease/fold failure may be the result of the continuous and sustained stresses to the device caused by the capsular contracture that could end in rupture. Postoperative formation of a fibrous tissue capsule around a mammary prosthesis is a normal physiologic response to the implantation of a foreign object and occurs in all patients in varying degrees. In some cases, contracture of the fibrous capsule may occur. This condition has also been associated with device deflation/ rupture, wrinkling and/or displacement of the prosthesis. Capsular contracture may be more common following infection, hematoma, and seroma, and the chance of it happening may increase over time. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Based on the information reported and/or the product investigation, there is no evidence that the issue is related with the manufacturing process. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: capsular contracture, rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent primary breast reconstruction status post bilateral total mastectomy with two mentor memorygel breast implants (400cc on the left, 450cc on the right) and suffered bilateral grade ii capsular contracture postoperatively. An MRI performed on (B)(6) 2019 also confirmed unilateral rupture (side unknown). As a result, the patient had both devices explanted on (B)(6) 2019, where both devices were confirmed ruptured. It is currently unknown if the devices were replaced. This report is for the patient¿s left-sided device.